Manufacturer narrative:
The pump was received with button error alarm due to corroded keypad traces. The pump passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The pump was received with scratched lcd window. The pump was received with cracked case at the display window corner. The pump was received with cracked reservoir tube lip, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states her husband woke up her due to low level of 47mg/dl. The customer states they treated the low with food. The customer's blood glucose at the time was 438mg/dl. The customer treated with backup plan. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.